Manufacturer narrative:
Additional information was added to d9, h3, h4, h6, and h11: h4: the lot was manufactured between january 6, 2025 ¿ january 8, 2025. H11: the device was received for evaluation with no fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed on the sample, and the flow rates were found to be within the product specification range. The device was determined to be a conforming product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor over infused medication during infusion. During the patient¿s third cycle of 5fu (fluorouracil), it was observed that the infusor delivered the medication too quickly. The expected infusion time was 46 hours; however, it was observed that the actual infusion time for this device was 34-36 hours. The device contained 4400 mg of fluorouracil in 5% dextrose. There was no report of patient injury or medical intervention associated with this event. No additional information is available.